Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device displayed a failed firmware update notification and became stuck on the update screen before returning to normal operation with a failure message, consistent with a software update malfunction affecting the device¿s firmware component. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included user troubleshooting guidance to repeat the firmware update with instructions to avoid using the phone during the process. Investigation of this case revealed a transient firmware update failure consistent with a software defect affecting the bluetooth-enabled update process, with the device subsequently functioning. It was concluded, based on previously established findings for similar reports, that the cause was software-related user-device interaction during the update.